Event description:
Patient called to report on a recalled dexcom g7 receiver that he stated was recalled due to being a fire hazard. Patient stated the device is also not consistent, the alarm does not function when it's supposed to, and it gets warm and overheats at times where he believes the battery is.